Event description:
Pt had a guidant ICD prizm vr, model 1850. The ICD was implanted in 2000. I have noticed a rapid, and unanticipated depletion of the battery, and prolongation of charge time. The following was observed over the last 9 months. 2005 battery voltage: 2.68v, charge time 15.1 seconds. Most recent capacitor reformatting, the previous month. Graphic voltage indicator pointed to a -60% battery used. Three mos later: battery voltage: 2.65v, charge time 15.1 seconds. Most recent capacitor reformatting: the same mo. Graphic voltage indicator pointed to -60% battery used. Most recent capacitor reformatting: three mos later. Graphic voltage indicator pointed to eri. Eri was reached in. The abrupt drop of battery voltage over 2 months was not predicable by the graphic indicator, which pointed to 60% used in 2005. Of note there was no pacing therapy or ICD therapy at all, during the last year. Such a rapid and unanticipated drop in battery voltage could potentially lead to pt death, from need of ICD therapy, while having too low a charge remaining in the battery. Pt could have also been injured due to fainting secondary to the long charge time. Of note, patient did not hear any beeping alarm despite the fact that the alarm function was turned on.